Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with chest pain. The right ventricular (rv) lead was found to have intermittent undersensing noted on stored electrocardiograms. The lead remains in use. It was further reported that the right atrial (ra) lead had high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.